Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition which were reproducible. The rv lead was capped and replaced on 19 sep 2022. The patient was in stable condition throughout.